Event description:
Customer reported that their pump screen was dark and would not turn on despite following technical support instructions, including checking power sources and attempting to reboot the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.